Event description:
A healthcare facility in (B)(6) reported that an mr290 humidification chamber leaked between the water feedset and the chamber dome. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was not returned for evaluation. Our investigation is based on the description of events and our knowledge of the product. Results: based on previous complaints of this nature that we have received, the leak was most likely due to a break at the connection between the water feedset tube and the chamber dome. A lot check revealed no other complaints for this lot number. Conclusion: results of previous investigations into this issue have suggested that the damage may have occurred as a result of the tube being pulled away from the dome possibly due to the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).